Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Disassembly and further evaluation determined that a failed vacuum sleeve was the cause of shaft frosting.

Event description:
Pretested 2 probes. One probe failed with shaft frosting. Tested 2 more, both passed.